Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 12-dec-2025. A review of the device history record (DHR) confirmed the cartridge lot passed release specifications. Retained cartridge testing met the acceptance criteria in appendix 1 of q04.01.003 rev. Ao (product complaint level 2 and level 3 investigation procedure). Due to the small sample size for returned cartridges, allowable error (ea) acceptance criterion could not be assessed. There are no minimum sample size requirements for assessing the acceptance criterion for rate of suppressed results. Returned cartridge testing met the acceptance criteria in appendix 1 of q04.01.003 rev. Ao (product complaint level 2 and level 3 investigation procedure) for suppressed results. No deficiency has been identified.

Event description:
On (B)(6) 2025, abbott point of care was contacted by a customer regarding I-stat act kaolin cartridges that yielded a discrepant results on a 85-year-old male patient with atherosclerotic heart disease of native coronary arterial without angian pectoris. There was no additional patient information available. Return product is available for investigation. Date collected tested result heparin hep-time (B)(6) 2025 3000 units 10:13 (B)(6) 2025 5000 units 10:35 (B)(6) 2025 11:01 11:06 >1000 sec (B)(6) 2025 ni 11:15 244 sec at this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. An investigation is underway. Per I-stat system manual (art: 714185-00q), the I-stat kaolin activated clotting time (kaolin act) test is an in vitro diagnostic test that uses fresh, whole blood. And is used to monitor high-dose heparin anticoagulation frequently associated with cardiovascular surgery.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.